Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter was prompting an "ER 4" message when she was attempting to test her blood glucose. Per the ultramini owner's booklet, the error 4 message prompts when there is a problem with the meter, a problem with the test strip, or the sample has been applied improperly. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 6:00pm, the patient reported the alleged issue began. The patient reported that she manages her diabetes with a combination of pills with diet and/ or exercise. The patient denies making any changes to her usual diabetes regimen as a result of the alleged issue. The patiently reportedly felt "sweating" symptoms 25-30 minutes after the alleged issue began. The patient denies receiving treatment in regards to the alleged issue. At the time of troubleshooting, the cca determined the patient's test strips were not open beyond the discard date, expired or stored improperly. The cca noted that this was the patient's first time using the meter. The cca also documented that patient was applying the sample incorrectly onto the strip; however, the alleged error message continued to appear after the patient attempted to retest after being advised of correct testing procedure. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the alleged issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.